Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box, lot # 73h1600254 was manufactured on 08/15/2016 a total of (B)(4) pieces. Lot was released on 08/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged and 3 staples stuck in the distal end of the device. The sample appears used as there is biological material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 39 staples left in the cartridge. Reference files (B)(4) for investigation photos. The three staples that were stuck in the device were manually removed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, other remarks: the first staple was able to properly form. However, the trigger got stuck. This was repeated several more times with the same result. The device was disassembled and it was found that the pawl was slightly bent. This would cause the trigger to get stuck. The device was reassembled and the remaining staples were fired. After the 7th staple was fired, the trigger stopped getting stuck and the remaining staples were fired with no issues. It could not be determined what caused the staples to get stuck in the device or what caused the pawl to get bent. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined how the staples got stuck in the device or how the pawl got bent. Once the stuck staples were removed, the remaining staples were all able to fire. The reported complaint of "staples jamming" was confirmed based upon the sample received. The sample was returned with 3 staples stuck in the device. Once the staples were manually removed, the remaining staples were able to properly form and release. However, the trigger would get stuck for the first 7 attempts. It was found that the pawl was slightly bent which would cause the trigger to get stuck. After the 7th staple was fired, the trigger no longer got stuck. It could not be determined what caused the staples to get stuck in the device or how the pawl got bent. The potential cause of this complaint issue could not be determined.

Event description:
The stapler was jammed inside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler was jammed inside. There was no patient injury.